Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The device has the body kinked in different sections; besides, the distal tip was kinked. No more damages were found in the device. Dimensional inspection of the wire that could be measured were performed and were within specifications.

Event description:
It was reported that the rotawire became stuck with the burr. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the rotaburr and the rotawire became stuck and were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotawire became stuck with the burr. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the rotaburr and the rotawire became stuck and were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.